Manufacturer narrative:
Technician found all brake casters worn. The technician replaced all brake casters to resolve the issue.

Event description:
Technician alleged that the bed moves when the brakes are set. No patient impact.